Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of pacing output and could not be interrogated due to premature battery depletion. The ipg was explanted and replaced. Aside from fatigue, no patient complications have been reported as a result of this event.